Manufacturer narrative:
Pump error 63 alarm (variable info=3) confirmed in the device history due to broken trace. Device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had hardware low level failures. The customer¿s blood glucose level was unknown at the time of incident. The customer also stated that after performing the self-test, the display of medtronic appeared on the screen and did not disappear, and the vibration did not stop. The insulin pump will be returned for analysis.